Event description:
The customer contact reported a separation; subsequently, a leak of extracorporeal photochemotherapy (ecp) was noted. After the nurse primed the set with the ecp, and prior to attaching to the pt, the prepierced reseal injection site on the top of the burette separated from the burette. The ecp overfilled the burette and spilled onto the floor. The tubing set was clamped. The solution was cleaned up according to the hospital's procedures. The tubing set was replaced and the remaining ecp was delivered. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received.